Event description:
Same case as MFR#: 2134265-2009-07408. It was reported that during a percutaneous transluminal angioplasty procedure, the balloon was stuck on the wire. The target lesion was located in the moderately calcified and non tortuous superficial femoral artery. A platinum plus guidewire was placed in the lesion. The sterling over-the-wire balloon catheter was then advanced over the guide wire. The balloon was inflated once to 8 atmospheres. Upon removal of the sterling, resistance was noted. The balloon catheter had become stuck on the platinum plus guidewire. Both devices were removed from the pt. There were no pt complications reported and the pt's condition is reported as "fine".

Event description:
Same case as MFR#: 2134265-2009-07408. It was reported that during a percutaneous transluminal angioplasty procedure, the balloon was stuck on the wire. The target lesion was located in the moderately calcified and non tortuous superficial femoral artery. A platinum plus guidewire was placed in the lesion. The sterling over-the-wire balloon catheter was then advanced over the guide wire. The balloon was inflated once to 8 atmospheres. Upon removal of the sterling, resistance was noted. The balloon catheter had become stuck on the platinum plus guidewire. Both devices were removed from the patient. There were no patient complications reported and the patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned balloon catheter was received loaded over a 018/260 guide wire. Tactile inspection verified the catheter was stuck on the wire. The guide wire extended approximately 221.5cm from the distal tip of the catheter. The inner shaft component of the catheter was severely damaged in several locations along the length of the device; buckling damage was present at approximately 10 - 10.5 cm proximally from the distal end of the tip and on the proximal side of the tack weld, extending proximally .075 cm. The distal tip of the balloon catheter was observed to be bunched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).